Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she was unable to calibrate the sensor and she had high blood glucose levels. The customer's blood glucose level was 405 mg/dl; treated with the insulin pump. Customer was advised that she would not be able to calibrate until her blood glucose level dropped to under 400 mg/dl. Customer declined high blood glucose troubleshooting. Nothing was replaced or returned.